Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient via the manufacturer representative reported that the stimulator was working well now. The p atient programmer was just changed with a new one. The manufacturer representative did not see a technical relation with that but it worked. The patient was satisfied now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of lack of stimulation was unknown, they were not convinced that it came from the patient programmer but it works very well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the patient can't use her stimulation due to the problem. Technical services reviewed the data from (B)(6)2017. It was observed that there was one occurrence where the ins was not properly charged and turned itself off because it was empty. There were not any parity pors or pors that would indicate the ins was not performing as expected. It was also noticed there were quite a lot of occurrences where the stimulation was turned off since (B)(6)2017. It was noted that, since there was no evidence of an ins issue and the impedances were within normal range, it was possible the patient thought the stimulation was not strong enough to get therapeutic benefit and then used the stimulation off button on the patient programmer instead of the sync button and inadvertently turned the stimulation off. It was inquired if the lack of stimulation was rel ated to the patient's position. It was noticed that adaptivestim was not enabled so they could consider trying programming the adaptivestim to see if that helps. It was not recommended to replace the ins as there was no evidence of ins failure.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4): product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins would suddenly stop itself. The patient lost the therapy and would have to restart the ins. Review of the device data confirmed there was a loss of therapy while the stimulation was on twice ((B)(6) 2017) because of an empty battery. Additional information reported the issue did not resolve after the patient kept recharging regularly. The cause of the loss of therapy was not determined.